Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the cartridge compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/19/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the cartridge and battery compartments were found to be cracked. Unrelated to the pump casing, the display screen was dim and discolored. The pump had no audio tones. When the pump was opened to investigate a cracked solder connection was found on the piezo.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.